Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. There was patient involvement. The power on the homechoice was cycled. The technical service representative assisted the patient to end therapy as per standard label instructions. Procedure of manual drain was performed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.